Manufacturer narrative:
Patient identifier (a1): (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Other evaluation findings include a cracked bending section cover, a cracked objective lens glue, and a deep cut on the insertion tube with no leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that parts were falling and flaking off the distal end of the rhino-laryngo videoscope, including the bending section cover. This occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported issue was confirmed but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. There were no other devices involved in the reported event and there were no delays to the intended procedure, the type of which was unknown.